Manufacturer narrative:
Based on the available information, the root cause cannot be determine or confirmed as the device was not returned for evaluation. Reference mvi: (B)(4).

Event description:
It was reported that during the treatment of a ruptured left pcom aneurysm, resistance was encountered during advancement of the coil. Upon positioning, the coil prematurely detached from the delivery pusher. The coil was pushed to the intended site using the delivery pusher. The pusher stretched upon removal and was withdrawn from the patient successfully. Reference 2032493-2016-00199 for other coil reported within this incident (mvi ref.: (B)(4)). The patient the patient was reported in good condition with no subsequent issues.